Event description:
Healthcare professional reported left side "rupture of the prothesis, with pain and burning sensation. Us reported folding". The device remains implanted.

Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. Crease/folding of implant: not observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.